Event description:
It was reported that an atrial lead warning was noted preoperatively. Follow up was not able to obtain any additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.